Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient that was treated with sternalock blu the first week of (B)(6) 2018, has skin that shows a lot of red irritation. Mediastinitis was not identified, only what seemed to be an allergic reaction. The patient was treated with cortisone. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.g3 foreign country: belgium (previously reported as france).

Event description:
Additional information was received; it was reported the allergic reaction has resolved. The patient is fine.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The parts were not returned for investigation and no photos, x-rays, scans, or physician's reports were provided. For these reasons, no functional tests or inspections could be performed. It was reported that the patient was treated with cortisone and the symptoms have resolved and the product remains implanted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint is non-verifiable. The most likely underlying cause of the complaint is patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.